Manufacturer narrative:
No button error alarm noted. The act button on the insulin pump did not respond due to flattened button dome switch. The device was monitored and it had no blank display. Battery out limit alarm wasn't verified due to blank display. The device had minor scratches on the display window and broken reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and the act is not clicking like the other buttons. The device is also alarming battery out limit. Customer's blood glucose was 117 mg/dl. Customer had taken the device off when he went swimming, it was in a bag. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.